Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
A draft investigation form/template was utilized to document the evaluation and observations of the returned device as a pilot for the accuracy and effectiveness of a proposed standardized approach. The observed wear and damage to the returned insert is consistent with 3rd body wear. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2018.

Event description:
Loosening of tibial component. No adhesion between bone cement and metal. Infection is suspected. Inlay shows a considerable amount of wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04 march 2016 -the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had osteolysis on the medial tibial plateau around the stem of the tibial prosthesis. Also encountered was a pronounced foreign body synovitis with dirty grayish discoloration of the synovia. The polyethylene inlay was displaying a lamellar abrasion with roughening of the polyethylene surface. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10 march 2016.